Manufacturer narrative:
Pump was received with cracked and bleeding lcd glass. Unable to perform the self test, unexpected restart, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd anomaly. Pump passed stop current and run current test. No blank display anomaly noted. No damage found on lcd isolation tape noted. The pump had cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 101 mg/dl at the time of the incident. The customer stated that they fell and the lcd screen is cracked. The customer declined to troubleshoot for blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.